Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector. System operates as intended. (B) (4).

Event description:
Customer reported intermittent no video. No pt injury was reported.